Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had failed co2 cailibration. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8300 failing co2 calibration. Technical support - perform co2 calibration; replace the oridion module; return to factory. Let biomed know to make sure there is enough co2 flow or the unit will fail. Biomed will try a new bottle of co2 and if fails again will send in unit for repair. A review of the device history record showed the device had a manufacture date of 05/28/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - biomed will try a new bottle of co2 and if fails again will send in unit for repair. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device had failed co2 calibration. No patient involvement.